Event description:
The manufacturer received information alleging a trilogy ev300 device failed final test, active exhalation verification. There was no allegation of patient harm. The device was not reported to be in patient use. The device has been returned to a manufacturer's service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the service center's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging a trilogy ev300 device failed final test, active exhalation verification. There was no allegation of patient harm. The device was not reported to be in patient use. The on-site evaluation of the trilogy ev300 device was cancelled. Due to the quote expired the status of the case has been closed. No repair performed by philips.